Event description:
It was reported that hole on the shaft occurred. The target lesion was located in an artery of the upper extremity. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, when the balloon was inserted into the lesion, the encore could not dilate the balloon. It was found that the shaft of the balloon has a pinhole which contributed to leaking liquid. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
A mustang 5.0 x 60, 75cm, 24atm was received for analysis. A visual examination identified inflation media within the balloon which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 18mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification, the rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A leak test did not identify any leak or rupture to the shaft of the device. No issues were noted with the shaft of the device during analysis. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device.

Event description:
It was reported that hole on the shaft occurred. The target lesion was located in an artery of the upper extremity. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, when the balloon was inserted into the lesion, the encore could not dilate the balloon. It was found that the shaft of the balloon has a pinhole which contributed to leaking liquid. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was 70% stenosed, non-tortuous and mildly calcified. The balloon was used within a placed stent.